Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the seal of the device felt weak during a cystectomy. The device was used on another portion of the patient's tissue but the issue was duplicated. End tones, indicating completed seal cycles, were heard. There was no blood loss or patient injury.